Event description:
It was reported that the sterile packaging of two femoral stems was noted as broken.

Manufacturer narrative:
Eval summary: it is reported that the sterile packages were broken but the outer box was not. No product, packaging materials or photos were received for review. The devices have been in distribution for over 7.5 years during which time it is unk how many times the packaged devices have been shipped or what types of shipping conditions the packaged devices have been exposed to. A definitive cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.